Manufacturer narrative:
The customer's calibration and qc recovery were within range. Based on calibration and qc data a general reagent issue could be excluded. Upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: "steroid drugs may interfere with this test."

Manufacturer narrative:
A sample from the patient was requested for investigation. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable estradiol elecsys result for one patient sample from the cobas 6000 e601 modules. The initial result from cobas e601 serial number (B)(4) was 80.04 pg/ml. On (B)(6) 2021, the sample was repeated on a siemens atellica analyzer and the result was <11.80 pg/ml. On (B)(6) 2021, the result using a new sample drawn from the patient was 94.47 pg/ml. On (B)(6) 2021, the result on another cobas 6000 was 83.51 pg/ml. The serial number was not provided. The sample was sent to another site and was tested on a cobas e601 with a result of 89.93 pg/ml. The serial number was not provided. The questionable result was not reported outside of the laboratory. According to the clinician, the value of <11.80 pg/ml clinically correlated with the patient's present clinical status.